Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy procedure, after successfully doing clamp test and making sure device is in firing mode, the tissue was clamped and the green button was pressed however, the device did not fire and the display showed an adapter error. The device was removed from the patient's body and the adapter was removed and reconnected to the handle however, the display screen showed the adapter procedure remaining was "0". The case was completed using a manual handle and the same reload. There was no patient injury.